Manufacturer narrative:
According to the field, the crt-d will not be returned back from the field for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was oversensing noise on the right ventricular (rv) channel which resulted in pacing inhibition in a pacemaker dependent patient. Surgical intervention was performed and the crt-d was explanted and replaced. No additional adverse patient effects were reported.